Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6) medical care north america. It was reported that this peritoneal dialysis (pd) patient was in the hospital due to pd catheter issues which led to infections. Additional information was provided through five pages of hospital records sent by the peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital (date not documented) for a non-functioning pd catheter and suspicion of peritonitis. The patient had complaints of abdominal pain. The pd catheter was found to be appreciated to the left side of the abdomen. The patient¿s pd fluid was collected (date unknown). The cell count with nucleated cells was 2210 and the red blood cell count was 264,354 suggestive of peritonitis. The patient had a vascular catheter placed on (B)(6) 2026 via interventional radiology for temporary hemodialysis (hd). The patient underwent hd on (B)(6) 2026 and (B)(6) 2026. It is documented that the patient was diagnosed with peritonitis under the assessment plan, but the diagnosis date is not documented. The patient was administered intravenous (IV) ceftriaxone 2g every 24 hours and IV vancomycin (dose, frequency, and duration not provided). On (B)(6) 2026, the white blood cell count was 15.60. No cause of the peritonitis was documented. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).